Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision wherein the ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was that the ipg was not holding a charge. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision wherein the ipg was replaced for an unknown reason.